Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter was displaying an unspecified error message. The medical surveillance specialist (mss) reviewed the customer service representative (csr) documentation and spoke with the patient on (B)(6), 2010 to classify this case.the patient alleged that the product issue began at approximately 8:00 pm on (B)(6), 2010 while he was staying in (B)(6). It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The csr documented that the patient manages his diabetes with humalog insulin (no adjustments). The patient reported that due to the alleged issue, he skipped his usual dose of insulin (6 units) at 8:00 pm on (B)(6), 2010. A few minutes after the alleged issue began, the patient claimed that he "felt like passing out." The patient stated that he tried to use his back-up meter, but the other meter did not work. The patient stated that he lied down and when the symptom did not disappear, he called a doctor to come to his house. The patient stated that the doctor arrived in his home at approximately 10:00 pm on (B)(6), 2010. The patient's blood glucose was reportedly tested on the doctor's meter and obtained a result of "3.5 mmol/l." The patient stated that the doctor treated him with a glucose tablet. During the troubleshooting, the csr documented that the subject meter functioned properly. However, the patient stated that the alleged meter worked intermittently. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the alleged issue, reportedly became faint, and received acute medical treatment from a doctor after the alleged meter issue began.